Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were attempting to suspend their insulin pump but the device instead went through an automatic self test. The insulin pump alarmed with a software error during the self test. The patient's blood glucose at the time of incident was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit was received with normal operating currents and passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm or auto off alarm anomaly noted during testing. Unit was programmed with test minilink and the glucose sensor simulator. The suspend alarm feature working properly and no anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.